Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer mentioned the interface at the top of the reservoir compartment was broken. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip.